Event description:
My 13-year-old son is a type 1 diabetic and uses the dexcom g7, a continuous glucose monitor. The monitor is connected to his insulin pump, and they share data to stabilize my son's blood sugar. The pump automatically delivers insulin based on the readings it receives from the g7 monitor. This morning my son's blood sugar was 213 and he should have been recovering insulin, but instead he wasn't getting any insulin because the dexcom g7 said his blood sugar was 61. We confirmed the correct blood sugar number with a blood draw finger stick. We calibrated the g7 as we are told to do, but at school about 2 hours later his g7 read "low" which means he is below 40, but the nurse confirmed with a finger stick that it was actually 201. The g7 has many issues that the company is not reporting, and it could cost someone their life.